Manufacturer narrative:
Model number/ catalog number: sc-2408-74, serial number: (B)(4), batch/ lot number: 19561512/ 19796194, model/ catalog description: avista MRI perc lead kit 74 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief. It was also reported that the ipg was causing discomfort due to weight loss. The patient underwent an explant procedure.